Event description:
On (B)(6) 2012 during review of the vns patient's programming history, it was discovered that on (B)(6) 2003 a generator diagnostic test was performed, which resulted in a fault reading and changed the patient's settings. It was not until (B)(6) 2004, that these incorrect settings were observed and the patient was programmed off.

Manufacturer narrative:
Analysis of programming history.